Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 3/10/2019, a manufacturing record evaluation was performed for the finished device number, and no internal actions were found related to this complaint. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for premature ventricular contraction (pvc) with a navi-star¿ thermo-cool¿ electrophysiology catheter and a magnetic sensor error issue occurred. A second catheter was used to complete the operation. No adverse patient consequences were reported. The magnetic sensor error issue has been assessed as not reportable since the incidence of magnetic sensor error is easily detected by the user. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation on 2/22/2019 and found damage and a creak between rings 1 and 2. The observed crack between rings 1 and 2 has been assessed as MDR reportable. The awareness date has been reset to 2/22/2019.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for premature ventricular contraction (pvc) with a navi-star¿ thermo-cool¿ electrophysiology catheter and a magnetic sensor error issue occurred. The investigational analysis completed 3/28/2019. The device was inspected and the peek housing was found damaged and cracked with no exposed parts. However, it was clarified that the integrity of the device was not maintained. The magnetic sensor functionality was tested on carto and the catheter failed. Error 105 was observed. A failure analysis was performed and the catheter was dissected on the tip area. Loss of electrical continuity at the sensor was found. It was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint was confirmed. The root cause of the damage on the peek housing cannot be related to manufacture process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device. Manufacture ref no: (B)(4).